Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, noted that the devices do not have the presence of a broken implant or eyelet. Evaluation was performed per the picture attached to the case showing the bio-screw broken into several pieces. The method used to prepare the bone, as well as the bone quality encountered, was not provided. Per dfu-0087-13 at revision 0. G. Precautions. 3. Make sure to use the recommended drill bit or punch to create a bone socket. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone. The most likely cause for the reported failure can be attributed to improper bone preparation, misalignment insertion of the device during insertion; prying/leveraging the device during insertion. Functional testing was not performed due to the damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/7/2023, it was reported by an arthrex employee via email that ar-1922bc biocomposite pushlock anchor broke during insertion. The case was completed with another ar-1922bc biocomposite pushlock. This was discovered during an acl procedure on (B)(6) 2023. All broken pieces were removed.